Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6)2024. The area was cleansed with alcohol prior to insertion. On (B)(6)2024, the consumer experienced a skin reaction at the puncture site. The patient developed an infection and abscess with redness and inflammation. He consulted a healthcare provider (hcp) who prescribed an oral antibiotic (keflex) on (B)(6)2024 to treat the infection. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)